Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Event description:
The customer reported that a patient undergone a therapeutic plasma exchange (tpe) procedure and she had a respiratory event that lead to her expiration. Approximately an hour after the completion of the procedure, the patient suffered a respiratory distress and a medical code was called. The patient later expired. The customer is not alleging a deficiency with the disposable set or device. The customer stated that the patient was 'very' sick and the patient's illness was the cause of patient expiration. The customer declined to provide patient's identifier. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Signals in the run data file showed the spectra optia system operated as intended. No allegation of a problem with the machine was made. Follow-up service verified that the spectra optia machine was operating within specifications. According to literature review, antiphospholipid syndrome (aps) is a multisystem auto immune condition involving vascular thromboses related to positive antiphospholipid antibodies. A minority of patients develop life-threatening multiple organ thromboses, usually associated with microthrombosis. This more severe form of aps is recognized as catastrophic aps (caps). The unique characteristics of caps are:(a) rapid onset thromboses resulting in multiple organ dysfunction(b)association with other thrombotic microangiopathies(tmas)(c) systemic inflammatory response(d) high risk of unusual organ involvement(e) high mortality rate despite optimal therapy citation: aguiar, c. L., & erkan, d. (2013). Catastrophic antiphospholipid syndrome: how todiagnose a rare but highly fatal disease. Therapeutic advances in musculoskeletal disease, 5(6),305¿314. Doi:(B)(4). Investigation is in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the customer declined to provide the patient's autopsy or discharge summary report. Root cause: the rdf and service call indicate that the system operated as intended. The patient had a medical history involving catastrophic antiphospholipid antibody syndrome. Based on literature research indicating that catastrophic aps has a high mortality rate, the cause for this patient death is related to their compromised medical disease state.